Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1.0 mg/ml at 0.1242 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump scar had a wound/scab that was present. It was undetermined how long the wound was present. The patient underwent a scar revision and wound exploration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.